Event description:
It was reported that during an implant procedure the left ventricular (lv) lead threshold increased suddenly. The lv lead was attempted to be removed but the lead was stuck at the inlet of the lateral vein. A spasm was noted with contrast injection. The lv lead was cautiously removed with a three to four centimeter long section of endothelial vascular tissue adhered to the tip of the lead. The blood pressure was normal and no contrast leakage was observed during contrast injection, suggesting that the adhered tissue was vascular endothelial tissue. Attempts to removed the tissue from the lead were unsuccessful due to the strong attachment during the spasm. The spasm caused the endothelium to peel off and be ruptured or torn during removal of the lv lead. The coronary sinus main trunk was narrowed due to the spasm making lv lead insertion difficult. It was noted that the shape of the lead tip may have contributed to the spasm. The lead was not replaced and an implantable cardioverter defibrillator (ICD) system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted a distal segment of the lead 3.2 cm long was returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.